Event description:
22 yo patient admitted to hospital on 10/14/93 for pneumothorax secondary to bleb. To surgery for thoroscopy and repair of bleb. Articulating fan retractor used. One prong broke off and was retained inside patient. Foreign body discovered on x-ray on 10/17/93. Required surgical intervention on 10/18/93 to remove foreign body.